Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from multiple samples from a single patient when tested using vitros tsh lot 6891 on a vitros eci q immunodiagnostic system. The results were lower when compared to a non-vitros tsh result for the patient. The assignable cause for the lower than expected vitros tsh results is the presence of biotin in the affected patient samples. The patient was known to be taking a biotin supplement at the time the lower than expected results were obtained. However, the concentration and frequency of consumption of the biotin supplement was not established. In july 2018, ortho issued a customer communication (B)(4) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 6891.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from multiple samples from a single patient when tested using vitros tsh lot 6891 on a vitros eci q immunodiagnostic system. The results were lower when compared to a non-vitros tsh result for the patient. Patient 1 result of 0.067, 0.03 and 0.08 miu/l (hyperthyroid) versus the expected result of 1.06 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros tsh results for the patient were reported from the laboratory, but no treatment was altered, initiated or stopped based on the reported results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).